Event description:
It was reported that a malfunction alarm occurred with a code "malf 9." There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, which the customer successfully completed, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.